Event description:
An employee rec'd a needle prick on the right hand while attempting to pick up a sharps container for disposal. Kendall's quality assurance department was notified of this event on 01/11/2000.